Event description:
It was reported that this pacemaker and right atrial (ra) lead triggered a lead safety switch (lss) due to pacing impedance measurements high out of range greater than 3000 ohms. Technical services (ts) was consulted and noted there was noise oversensing seen on atrial tachy response (atr) events. Ts provided troubleshooting and reprograming options. This pacemaker and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.